Event description:
During service by baxter, the infusion pump was found to contain a defective user interface module printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Additional information: failure code 533:320:844:0000 and 402:317:858:0000 were initially reported by the facility and to have occurred during patient use. The facility representative could not confirm whether or not the event occurred during patient infusion. No more information was available. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Both reported failure codes were confirmed in the event history, the confirmation of these failure codes confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced.